Event description:
The customer reported that the machine appeared unstable or wobbly. The device did not tip over and is currently being stabilized by wooden blocks. The device remains out of use.

Manufacturer narrative:
The investigation has been started, but is not yet finished. Final evaluation results will be provided in the follow report.